Manufacturer narrative:
Date rec¿d by MFR : 07jun2019, date of report : 24jul2019. The customer contacted tech support who advised they replace the video graphic printed circuit board assembly (vga) controller. They replaced the vga controller pcb, and the screen and controls returned. The unit was not in clinical use at the time of the reported event. There is a relationship between the device and the reported malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the v200 touch screen malfunctioned. The reported issue did not happen in clinical use, and no patient or user was harmed.